Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. There was an issue with the suture dissolving faster than it normally should. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 ¿ device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: * were there any patient consequences? Yes sutures dissolved too quickly * was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No just had to make sure patient was extra careful with recovery * if medication was required, please clarify if it was prescription strength. None * can you identify the lot number of the product that was used? Tjmlps to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.